Event description:
It was reported that on (B)(6) 2019, the patient was admitted for nasal bleeding. The patient was given bosmin (epinephrine) soaked gauze and was discharged on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported nasal bleeding as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient was readmitted for nasal bleeding on (B)(6) 2019 and discharged on (B)(6) 2019. The patient remained ongoing on heartmate (hm) ii lvas, serial number (B)(6), until they expired on (B)(6) 2020 (related MFR# 2916596-2020-03580) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. D is currently available. Section 1 entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.